Manufacturer narrative:
The device was received for evaluation. The investigation is pending.

Event description:
The event involved a tego¿ connector where the customer reported that the venous and arterial pressure 235 with 200mls/min, pump pressure reduced when tego changed. The event occurred during patient use with renal dialysis treatment medication involved. It was unknown how long it was used. Someone became aware of the issue following high pressure of dialysis machines and inability to aspirate through tego. There was patient involvement and delay in therapy. There was no patient harm.

Event description:
Additional information was received from the customer that this complaint two involved quantities.

Manufacturer narrative:
One used sample item #d1000 was returned for evaluation. As received, there were no physical damages or anomalies observed on the tego, however, a partially occlusion in the fluid path was observed. No mating device was returned. Once the fluid path was flushed, a blood clot came out from the fluid path and no occlusions were observed anymore. The customer's complaint can be confirmed. The probable cause of blood clot observed in the fluid path occurred during use. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.